Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer, "the vad team placed a 4 fr. Single lumen bard power PICC in a patient on (B)(6) 2025. She was in need of 6 weeks of IV antibiotics. She then transferred to a different facility for skilled nursing and IV antibiotic therapy. While there, the vad team was called to assess her this past weekend on (B)(6) 2025. Our staff assessed her and the patient said that she felt a bubbling sensation near her right collar bone. The vad team placed a temporary IV for medication administration and recommended that the staff not use the PICC line and that the vad team would follow up monday since ir would be available, a portable chest xray was also ordered. The vad team evaluated the patient monday on (B)(6) 2025, the xray demonstrated that the PICC tip was in normal position within the svc and there was nothing abnormal about the appearance of the catheter. I physically evaluated the patient and flushed the line with 30 ml of normal saline, the line flushed easily however I was not able to observe a blood return. Again, the patient described a bubbling sensation in the area of the right clavicle. I told her that I would discuss her care further with the physicians in ir as to what treatment path to go from here. After discussing the findings with dr. And reviewing the imaging, he was unsure of what would cause these symptoms. He recommended cathflo administration to see if a fibrin sheath was the problem and if restoring blood return would change the sensation. If that avenue was unsuccessful, he recommended and ir consult for PICC flow study. I discussed these options with the primary rn, the patient refused the cathflo and so a flow study was ordered to be completed with ir. The vad team stopped by ir during the flow study and assisted with the procedure. It was discovered that there was a fracture in the PICC catheter, at the area near the right clavicle. Ir performed a PICC exchange and removed the malfunctioning catheter." Additional information: it was reported there was no patient harm, catheter did not completely break, and no pieces were retained in the patient. Patient was referred to ir for fluoroscopy study, revealing fractured PICC line. PICC line replaced via over the wire exchange by ir doctor.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The product returned for evaluation was one 4 fr single lumen powerpicc catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue may occur due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated, and two splits were observed in the catheter body between the 20 cm and 21 cm and also the 21 cm and 22 cm depth markings. The catheter splits contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. 'C' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. Overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). Additionally, the catheter was found to be flattened between the 1 cm and 3 cm depth markings. Repetitive kinking of the indwelling catheter appears to have contributed to the observed splits; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. This complaint will be recorded for future trending and monitoring purposes.